Event description:
It was reported that surgeon was using a t2 femoral nail and upon impacting nail into femur, the strike plate sheared off at base by the threads and strike plate became disassociated. Surgeon was able to complete the case without any further issues and there was no delay in the case. This was a left side procedure.

Event description:
It was reported that surgeon was using a t2 femoral nail and upon impacting nail into femur, the strike plate sheared off at base by the threads and strike plate became disassociated. Surgeon was able to complete the case without any further issues and there was no delay in the case. This was a left side procedure.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. During investigation no material, design or manufacturing related issues were found. The hitting marks at the rim of the strike plate head surface and the breakage surface indicate that the strike plate broke due to several improper handlings: hitting a strike plate sidewise generates a lot of bending stress to the strike plate shaft. Very high bending forces were applied to the small threaded part. Hitting the strike plate several times in this wrong mode the strike plate will break in a fatigue manner. In this special case the breakage surface on one third shows the typical appearance of a fatigue fracture, the remaining two thirds of the breakage surface indicate a forced fracture. Most likely the strike plate had been pre-damaged during previous surgeries and spontaneously broke when the applied forces were too high for the tips of the thread which led to the found damage. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.